Manufacturer narrative:
On 28-jun-2021, mentor became aware that the left breast prosthesis deflation was caused by a needle puncture during a biopsy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Prior to explantation surgery, the surgeon deflated the breast prosthesis. This was done so that the patient¿s chest didn¿t appear lopsided until it was time for explantation surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and an area of missing material was observed on the posterior view, measuring approximately 0.1 cm x 0.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A second product was received (lot #5580504). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a physical consultation. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On 06-apr-2021, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with gel breast prostheses on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jul-2021, mentor completed a second investigation on the suspect medical device to address the reported injury caused by a needle puncture during a biopsy. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant caused by a needle puncture during a biopsy. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and an area of missing material was observed on the posterior view, measuring approximately 0.1 cm x 0.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. These marks match with the puncture caused by the needle. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A second product was received (lot #5580504). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).